Event description:
A customer reported to a baxter (B)(4) sales representative leakage from the tubing of a transfer set during use on a home patient. There was no patient injury or medical intervention. No further information is available at this time.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Evaluation of the device has begun; however, has not yet been completed. Upon completion of the evaluation a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). One used transfer set with no cap on spike and no cap on patient connector was received in reference to a leak. The transfer set was tested underwater with leak noted from cut approximately 11 1/2" from sleeve in closed position. This report was confirmed in the lab for tubing leakage due to a cut/hole in the tubing (11 1/2 inches from the base of the white twist sleeve when closed). Based on the information obtained during baxter?s investigation, the root cause of the cut/slice/hole could not be determined. A batch review was not performed because the lot number was unknown. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.